Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the surgeon placed the femoral sizer up to the distal femoral cut, he noticed that the sizer had a lot of play in it. The sizer was set at 3 degrees of external rotation. Because of this "play" he did not want to use this sizer as he felt he could not be sure he was getting the specified 3 degrees of external rotation. He placed this sizer aside and he used the femoral sizer from the mis tray."